Manufacturer narrative:
(B)(4). The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had to frequently charge the ipg. It was also reported that device malfunction was suspected from the patient having an electric shock therapy. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.